Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain, further specified as "pus in the abdomen" with inflammation. The cause of the events, patient hospitalization, patient outcome were not reported. The patient was treated with an unspecified anti inflammatories for treatment. Pd therapy was discontinued. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.